Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced pain when right ventricular (rv) threshold tests were performed. Further testing revealed there was loss of capture. An x-ray was performed and the lead appeared to be in the same position, but a micro-perforation was suspected by the physician. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.